Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a proglide device after an abdominal aortic aneurysm interventional procedure. Reportedly, a foot break occurred. It was then noted that the vessel was shredded. A cut-down was performed to remove the separated foot of device. The cut-down and surgical suturing were used to treat the vessel and achieve hemostasis. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was contralateral closure of an unspecified access site using a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm interventional procedure. Reportedly, resistance was noted when attempting to retract the footplate and removed the device. The lever could not be lowered. It was then noted that a foot break occurred, and the vessel was shredded. A balloon tamponade device was used to achieve temporally hemostasis. The abdominal aortic aneurysm procedure was completed. Ultimately, a cut-down was performed to removed the broken foot. The cut-down and surgical suturing were used to treat the vessel and achieve complete hemostasis. No additional information was provided. User facility medwatch report# mw5172408 was received that states: a proglide closure device malfunctioned when its foot plate broke and became lodged in the artery. This necessitated a surgical cutdown to retrieve the device. The right groin access site experienced proglide failure, requiring open surgical exploration and direct femoral artery repair.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to manufacturing, tissue or suture caught in foot. The resistance encountered with the foot likely contributed to the foot breaking. The reported patient effect and treatment appears to be related to the circumstances of the procedure. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no. E4: initial report sent to FDA: updated to "yes". G2: report source: added "user facility". Attachment: medwatch report #mw5172408.